Event description:
It was reported that an occlusion alarm occurred. Reportedly, the occlusion was due to the improper seating of the cartridge. Customer was instructed to clear and clean pneumatic tap area of pump and change supplies as necessary. Customer successfully resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.